Event description:
Vague report of a pump set at 100 ml/hr with 100 mls of unknown solution. After one hour, the pump indicated the infusion was complete. Reportedly only part of the solution had infused. No pt injury was reported.